Event description:
It was reported that the lead had dislodged. The ECG indicated an intermittent intrinsic conduction, but the patient had no symptoms. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.